Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their insulin pump intermittently disconnected from the ilet mobile app and cgm following a drop. Multiple restarts did not resolve the issue. A replacement pump was issued. Blood glucose was not affected. The pump stopped functioning on (B)(6) 2025, and backup therapy was used.